Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4) event occured in united states. It was reported that patient faced infection event on (B)(6) 2026, as the customer stated that he had recurrent medication leakage around skin entry point since patient had 20 holes at insertion site (abdomen). The patient was treated with antibiotics. No further information is available.